Event description:
Screw broke at l3. The implant required removal, as it was causing the pt pain. The pt was fused.

Manufacturer narrative:
Device history record reviewed. Device was found to be within specification and acceptable. Labeling for the device was reviewed, and screw fracture is listed as a possible adverse effect associated with use of the talon system.